Manufacturer narrative:
There was no pt injury or medical intervention. A gambro field tech evaluated the machine and found the effluent scale out of calibration. The effluent scale was calibrated and tested; and a functional checkout test was conducted as corrective action. The co is aware of further investigation of this machine malfunction (scale alarms) is being conducted by the MFR. The problem reported relating the dialysate pump speeding is addressed under MDR 9616026-2006-193.